Manufacturer narrative:
PMA/510k: this part is not approved for use in the united states; however a like device catalog # c01a, 510k #: k041584, UDI #: (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent percutaneous kyphoplasty (bkp) at l1 due to primary osteoporosis. Intra-op, the cement leaked to the posterior side while using the third bone filler device (bfd) on the right side. After the operation the patient¿s ankle moved but post-operative CT scan was performed leakage of cement to the posterolateral side. Cement filling was stopped at the time when cement leakage was confirmed. There were no patient symptoms or complications as a result of this event.